Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the mildly calcified right common femoral vein using the pre-close technique via a 9f sheath hole prior to a peripheral vascular intervention (pvi) procedure. Reportedly, the first prostyle device was attempted to be pre-flushed with saline but no flow from the marker lumen was noted. The prostyle device was not used and was replaced with a second prostyle device. The second prostyle device was deployed; however, no suture was attached to the needle when the plunger was removed. A cuff miss occurred. The suture of a third prostyle device was successfully pre-placed and the pvi procedure was completed using the same 9f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.